Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra2 meter fell out of her "bag" and then her dog chewed up the meter. The pt reported that she was unable to use the meter for an unspecified time and reportedly developed symptoms of dizziness, shakiness, and fatigue after the reported issue. The pt denied receiving any medical intervention as a result of the issue and no tests were performed on any other device. The pt indicated that the reported issue occurred approximately at 8:30 am on (2 days prior to contacting lfs). The medical affairs specialist was unable to reach the pt by phone to obtain/verify additional info. It would have been helpful to know how often the pt tests her blood glucose, when her last successful meter test was before she became symptomatic, if she made any changes to her diabetes care after her dog chewed up the meter, and when she developed the reported symptoms. It would also be helpful to know if she treated her symptoms and if they went away. Based on the provided info, there is no indication that the product malfunctioned; however, this complaint is being reported because the pt allegedly developed symptoms suggestive of severe hypoglycemia after the reported issue began. A coupon/rebate form was sent to the pt for a new meter purchase.